Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/5/2025, it was reported by a sales representative via email that an fiberstitch rcs from an ar-19041s rotator cuff augmentation implant system did not deploy. The case was completed by using an individual ar-19032c fiberstitch rc device. This was discovered during an rcr with cuffmend augmentation on (B)(6) 2025. No patient harm occurred, and the delay added less than one minute to the procedure. No additional anesthesia was required.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-19041s, with batch number 15419039, revealed that the device was damaged. Therefore, arthrex was able to conclude that the most likely for the reported failure can be attributed to misuse or mishandling of the device.